Event description:
It was reported that the patient presented to the emergency department (ed) where a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited "sensing issues" during arrhythmias. Follow-up with the field representative revealed the that reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.